Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj) fortum (one gram, for 15 days, intraperitoneally [ip]) and inj amikacin (250 milligrams, for 15 days, route not reported). One day after peritonitis diagnosis, the patient passed away due to another indication. The patient was not recovered from the peritonitis event at the time of death. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. No additional information is available.